Event description:
I had lasik surgery the summer of 2009. About 2 years later, I started noticing a change in my vision. That change turned out to be cataracts. I turned (B)(6) on (B)(6) 2014. I had no signs or cataracts before my lasik surgery. The vision is not so severely blurred as to require immediate surgery, but I may require it in 1-2 years if the progression continues at its current rate. Facility: (B)(6).